Manufacturer narrative:
The evaluation of a component of the superdimension system, case recordings, showed that the device met specifications. The recordings showed CT-to-body divergence however the cause of the CT-to-body divergence is unknown therefore no conclusion can be made. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Site reported the system had accuracy issues during a superdimension enb procedure and the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information is obtained a follow-up report will be submitted.